Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated that this malfunction caused a burnt out pyxis card, not power is going to the drawer, and it smells like burnt. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer stated that this malfunction caused a burnt out pyxis card, not power is going to the drawer, and it smells like burnt. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawers 2.1 and 2.2 were not detected on bus. A field service engineer removed the back panel and found that there were no lights present on the controller board, subsequently replacing the t-board. All other controller boards were functioning correctly, and after rebooting the device, all controller boards illuminated properly. The device was rebooted to the diagnostics application, and the half height drawer was tested without any issues. The system functioned as intended after the field service engineer repaired the device.